Manufacturer narrative:
The complainant provided two lot numbers, ml000120c2 and 10102506c2, but was unable to confirm which lot number corresponds to which reported complaint. The device expiration dates are 08/31/2014 and 10/31/2013, respectively; therefore, neither device was used past its expiration date. The batch manufactured dates are 09/12/2011 and 11/10/2010, respectively.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03778 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, one clip (3005099803-2011-03778) grasped tissue but would not release from the delivery catheter. The clip was then pulled off the tissue, thus exacerbating the bleed, which was resolved with another resolution clip. Another clip (3005099803-2011-03779) was reported to be difficult to release from the delivery catheter. It was confirmed that this clip grasped tissue, but when it released it fell into the patient and was left to pass naturally. The procedure was completed with another resolution clip. The patient's condition at the conclusion of the procedure was reported to be "okay."